Manufacturer narrative:
Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and long trace displays low battery alert less than 1 week and unexpected battery power loss, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm and replace battery now alarm. It was the second occurrence of replace battery now alarm within 8 hours of low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.